Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 12th and 13th stent segments with struts raised. The distal tip was not damaged. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to treat a severely calcified proximal rca lesion exhibiting 80% stenosis. The physician attempted to use an endeavor resolute drug eluting stent. No damage was noted to the device packaging or issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. During the procedure, the lesion was pre-dilated using a solarice balloon. It was reported that the endeavor resolute device did not pass through a previously deployed stent. Resistance was encountered but no excessive force was used. The device failed to cross the target lesion and it was noted that the stent struts had lifted. The device was replaced with a resolute integrity and the procedure was completed without any complication. No patient injury reported. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.